Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of waking up with an empty reservoir and did not receive an alarm. Customer's blood glucose was 500 mg/dl. Customer was not able to troubleshoot due to being blind and not able to see display screen. Customer refilled reservoir and treated and blood glucose was lowered to 86 mg/dl. Customer would call back when her mother is able to assist her with troubleshooting.